Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low and the fiber bonding in the outer tube area (distal end) is damaged due to component failure.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken video cable section of the lg-bundle, due to which the light transmission is lost or is too low and the fiber bonding in the outer tube area at the distal end is damaged. There was no patient involvement.